Event description:
It was reported that the insulin pump alarmed motor error during the bolus procedure. The blood glucose reading was 103 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: pump received with scratched lcd window, cracked case at display window corners, broken reservoir tube lip, missing the black o ring/seal in reservoir tube, cracked reservoir tube window thru reservoir tube and broken battery tube threads. No cracked screen noted.